Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. 12/30/2014 followup: customer reported that apidra insulin is no longer being used and no additional occlusion alarms have occurred. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted (220 mg/dl). Customer indicated that insulin would be changed from apidra to humalog.